Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 3 atms on the initial inflation. The lesion being treated was a 99% stenotic lesion in the distal rca. No pt injuries or complications were reported.